Event description:
It was reported that during service at the manufacturer the micro sagittal saw ran without user activation. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the motor. Additionally the flex was delaminated and the rotor bearings are gritty.